Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. Device was not returned. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Report source: (B)(4). (B)(6) (2019). Non-filing justification (B)(6) 2019-01. The regulatory impact assessment of changes made to the following package inserts (pis): ¿ pi 015 for nexgen® complete knee solution augmentation patella (rev. I to j); ¿ pi 018 for nexgen® complete knee solution trabecular. Metal primary patella (rev. H to I); and ¿ pi 021 for nexgen® complete knee solution/cruciate. Retaining (cr), legacy® knee ¿ posterior stabilized (lps) trabecular metal monoblock tibias (rev. J to k). Customer has indicated that the product will not be returned because product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
A review from (B)(6) was received, reporting the outcome of variants of the zimmer biomet tm augmentation patella in primary total knee replacement in patients registered in the (B)(6). The registry focused on the survivorship of the implants and patient reported outcome measures. The data consisted of 49 patients / 52 primary knee procedures. The report population had a mean age of 63.5 years at time of surgery. Five patients underwent a knee arthroplasty. Subsequently, two patients out of five were revised due to instability. Attempt for further information has been made, but no further information has been provided.